Manufacturer narrative:
As reported, after pressing the deployment button and pulling the 6f exoseal vascular closure device (vcd), the pda plug came out with it. Hemostasis was achieved using manual pressure. There was no reported injury to the patient. The exoseal vascular closure device (vcd) was stored and prepped according to the instructions for use (IFU). A retrograde approach was used. There was no stent near the puncture site and no stenosis greater than 50% at or near the site. The exoseal vcd was connected without difficulty and securely locked with the vascular sheath introducer. Pulsatile flow was observed from the bleed-back indicator, and the exoseal vcd and introducer were retracted together until the flow significantly slowed or stopped and the indicator window changed to solid black. The indicator window did not show any red color, the deployment button did not depress (neither fully nor halfway), and no excess force was required. The device and sheath were removed as a single unit approximately 1¿2 seconds after the deployment button was pressed. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18293559 presented no issues during the manufacturing process that can be related to the reported event. The reported event of " plug inaccurate placement" could not be observed as the device was not returned for evaluation. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿approximately 1-2 seconds after depressing the deployment button retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site.¿ neither the product history review, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.

Event description:
As reported, after pressing the deployment button and pulling the 6f exoseal vascular closure device (vcd), the pda plug came out with it. Hemostasis was achieved using manual pressure. There was no reported injury to the patient. The exoseal vascular closure device (vcd) was stored and prepped according to the instructions for use (IFU). A retrograde approach was used. There was no stent near the puncture site and no stenosis greater than 50% at or near the site. The exoseal vcd was connected without difficulty and securely locked with the vascular sheath introducer. Pulsatile flow was observed from the bleed-back indicator, and the exoseal vcd and introducer were retracted together until the flow significantly slowed or stopped and the indicator window changed to solid black. The indicator window did not show any red color, the deployment button did not depress (neither fully nor halfway), and no excess force was required. The device and sheath were removed as a single unit approximately 1¿2 seconds after the deployment button was pressed. The device was discarded and will not be returned.

Event description:
As reported, after pressing the deployment button and pulling the 6f exoseal vascular closure device (vcd), the pda plug came out with it. Hemostasis was achieved using manual pressure. There was no reported injury to the patient. The exoseal vascular closure device (vcd) was stored and prepped according to the instructions for use (IFU). A retrograde approach was used. There was no stent near the puncture site and no stenosis greater than 50% at or near the site. The exoseal vcd was connected without difficulty and securely locked with the vascular sheath introducer. Pulsatile flow was observed from the bleed-back indicator, and the exoseal vcd and introducer were retracted together until the flow significantly slowed or stopped and the indicator window changed to solid black. The indicator window did not show any red color, the deployment button did not depress (neither fully nor halfway), and no excess force was required. The device and sheath were removed as a single unit approximately 1¿2 seconds after the deployment button was pressed. The device was discarded and will not be returned.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.